Event description:
The account's biomed stated the head was drifting down slowly over two to three hours.

Manufacturer narrative:
The biomed found debris on the CPR valve seat area. He cleaned the valve seat area and replaced the CPR valve to repair the bed.